Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a superior vena cava (svc) isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered bradycardia requiring a temporary pacemaker. During ablation for svc isolation, bradycardia developed and although sinus rhythm was present, the doctor placed a temporary pacing and returned to the ward as a precaution. This occurred 3 hours after the start of the procedure. The physician commented that since it occurred during svc isolation, there is no problem with the product.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 08-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 11-oct-2021. It was reported that the patient is a 70-year-old female. Therefore, a 2. Patient age at the time of event, a 2. Age unit, and a 3. Gender were updated on this report. It was also reported that the physician¿s opinion on the cause of the adverse event is that it was not bwi product related. The generator information was provided as smartablate (unknown make, model and serial number). The system did not present any error messages. There was no issue reported related to temperature and flow on the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 02-nov-2021, it was noted that the concomitant product section was not populated on the initial medwatch report. Therefore, the concomitant product section was updated on this report.

Manufacturer narrative:
The device evaluation was completed on 4-nov-2021. It was reported that a patient underwent a superior vena cava (svc) isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered bradycardia requiring a temporary pacemaker. During ablation for svc isolation, bradycardia developed and although sinus rhythm was present, the doctor placed a temporary pacing and returned to the ward as a precaution. This occurred 3 hours after the start of the procedure. The physician commented that since it occurred during svc isolation, there is no problem with the product. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned device revealed that a bent was observed on the shaft of the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. Temperature was tested and no issues were observed. In addition, the product was deflecting correctly. The catheter was tested on carto 3, it was properly visualized, and no errors were observed. During the test, it was observed that the catheter was not irrigating. The spi screening test was not performed due to the occlusion, however, the vector was observed in correct position. The catheter was dissected, in accordance with bwi procedures. The irrigation tube was found bent next to the tip client. The damage observed could be related with the device handling; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30542226m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The instructions for use contain the following precautions; before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112)were selected as related to the bent shaft - damage due to external force. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the irrigation tube that was found bent. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).